Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the allegation of shattering meant that the device was not precise and was moving more than usual during a functional endoscopic sinus surgery procedure. The procedure was delayed for about 5 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the device shattered before it was inserted into the nose during a procedure. A new blade was used which worked fine. There was no patient impact.